Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, device back up vvi issue was observed. Patient has the latest merlin.net software version. A device restoration was performed successfully. Patient was stable and will continue with regular follow ups.